Event description:
It was reported that the lead was explanted for a capture and sensing anomaly due to a lead dislodgement.

Manufacturer narrative:
The field experience of the capture and sensing anomaly was not confirmed. The helix was fully retracted and clogged with blood/tissue preventing it from extending. No defects in materials or workmanship were noted. Analysis found the lead to exhibit normal electrical characteristics. Normal lead impedance was measured. The helix extension measurements were within specification.